Event description:
Physician reported that their programming wand works intermittently: cyberonics representative performed troubleshooting and it still would not work. Sometimes it would work if the product was held a certain way and the wand cord was moved. A replacement wand was sent to the physician. Product was returned and analysis pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.